Event description:
Customer states she had seen two patients last week that gave unexpected calcium results which repeated in normal range. First pt initial result 20.1 mg per dl, repeat gave 9.3 mg per dl. Second pt initial result 19.7 mg per dl, repeat result in normal range (actual value unk). Customer states original samples were 3 ml primary tube, repeat testing used cobas tube. Initial results were not reported, patients were not treated based on initial results.